Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet reference number: cmp-(B)(4).

Event description:
It was reported a piece of the tibial articular surface provisional sheared off when assembling. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) exhibits signs of repeated use and has a fragment of the rails fractured off. DHR was reviewed and no discrepancies were found. Based on the state of device and the age of the device when returned it is considered that the wear is a result of general usage of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.